Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's therapy was just adjusted by a manufacturer's representative on the day of the report. The patient "had a lady 3 weeks before that" and within 30 minutes was hurting so bad he couldn't stand it. It was stated that the representative told the patient it wouldn't do anything below the waist. The paddle lead was on the right side because of scar tissue from a previous operation. The stimulation was a lot higher than where the wires were. It was stated that "they left one wire in there to see if it would help." It helped for a while and then didn't. On the day of the report after adjustment about 2pm in the afternoon he got a warm feeling and it started hurting all over a little after and he could feel the pulsation from the stimulator and felt like pain coming over the top of it. The patient felt good after he left the appointment that day but 2pm was when it started. He turned up and turned down and it didn't help with the pain. The only way it helped if he turned so high it just about made him dizzy to walk so he turned down and then it didn't help much. He felt warm in the forehead and then just started hurting. This lasted about 3 minutes and then started to get painful. The patient felt pain all over, "both legs that traveled down, the upper back, lower back, right side and a little on the left down to the toes." Two days later it hurt in the middle of his back on the right side. There was also a little pain on the left side but nothing like the right side. There was pain "below belt line down to middle of buttocks down low to knees to toes on both legs." The patient had this even after lowering the stimulation. "The patient had down where he didn't feel stimulation but still had pain." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.